Event description:
Customer called from a mental health out-pt clinic to report the unit of measure had changed on her unlocked freestyle meter. She reported she had been adjusting her medications based on the mmol/l readings. She was assisted to re-set her meter in mg/dl. Prior to the change she reported a reading of 5.0 mmol/l. She then called back and reported she had experienced "loss of consciousness" requiring assistance from paramedics who transported her to the ER where she was diagnosed with hyperglycemia. After re-setting her meter, she reported readings of 300 mg/dl, 480 mg/dl and 403 mg/dl, at unk time sequence.

Manufacturer narrative:
F/u report will be submitted if the product is returned for eval.